Manufacturer narrative:
On 11/22/2016, two mrp08s mammotome mr bladeless biopsy probes, lot number k11614102d, were received from the distributor for analysis. Visual inspection of the devices confirmed the use of the device in a procedure. It was noted that the translation knob was restricted. Device did not initialize. Received error code l3-040. The cable was adjusted. During sampling, the device did not obtain chicken tissue samples. The probe was cleared and breast tissue was found. Device attaches and initialized. Device obtained 6 of 6 chicken samples. The device was disassembled and it was noted that friction from the translation shaft and hub/carrier was contributed to flash on the shaft and carrier. Device functionality check was not confirmed. The event was duplicated. Root cause: misassembled device. No serious injury occurred as tissue samples were obtained with a subsequent device of the same product code (mr probe). Upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction, pursuant to 21 cfr 803 because this malfunction has the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples.

Event description:
The affiliate reported that the needle on the mrp08s was defect, would not open anymore. New needle was necessary for taking the samples and placing the clip. No patient complications.